Manufacturer narrative:
The patient's weight was unable to be obtained. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an scs trial implant procedure on (B)(6) 2020. The procedure ended up being abandoned due to the physician being unable to access the patient's epidural space.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.